Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported skin condition irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated that the pod was causing a site reaction leading to some scarring. The reporter stated that the pod site appears similar to a burn or a scar and reported that the reactions are causing scarring in the shape and size of the pod. The pod was worn on the arm for longer than 48 hours. The patient was able to successfully resume treatment.